Manufacturer narrative:
The adverse event 'bleeding per urethra after catheterization' is deemed serious as it may require a surgical or medical intervention to preclude a more serious consequence for the patient. From a clinical perspective, a causal relationship between the catheter and the event is deemed possible because product use is temporally associated with the part of the body where the problem occurred. The samples are not available for investigation and therefore the investigation was conducted based on the history records and valid documentation. Due to the lot number could not be obtained, we have decided to check all tiemann gentle catheters lots for ref code 501011 are 452906, 452907, 452908, 459684; for ref code 501012 are 452909, 452910, 452911, 459690; for ref code 501013 are 452912, 452913, 45914, 459682; for ref code 501014 are 452921, 452922, 452923, 459683; for ref code 501015 are 452915, 452916, 452917, 459691; for ref code 501016 are 452918, 452919, 452920, 453129. The investigation of history batch records was performed and no nonconformity was recorded during the manufacturing process. All relevant tests required during manufacturing process and final product releases were performed and met requirements. Reported to the FDA on (B)(4) 2013.

Event description:
Reported by the complainant as follows... The 505015 lot cno; customer received 30 units. Customer states he is unable to use gentle touch catheters; he experienced bleeding. Additional information provided by (B)(6) on (B)(6) 2013, customer reporting he experienced pain upon insertion and removal of the catheter. He has returned to using his previous catheter. Med hx: urinary retention, did not want to provide meds.